Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the defibrillator conductor was distorted, there were several conductors with blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, all insulators were breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. It was reported that the patient had twiddler's syndrome and the lead had dislodged. No patient complications have been reported as a result of this event.